Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of a set with cassette during initial drain. The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The technical service representative advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.